Event description:
It was reported the patient had lost stimulation coverage. The sjm representative ran a diagnostic on the system and found two contacts with low impedance. The patient was experiencing some stomach stimulation. It was reported the lead had migrated. Follow up identified the physician suggested surgical intervention. There was no planned date reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.